Manufacturer narrative:
B5:describe event or problem: updated.

Event description:
It was reported that complete heart block(chb) occurred. The patient had mildly tortuous anatomy and mild aortic valve calcification. A 23mm lotus edge valve system was selected for a transcatheter aortic valve replacement(tavr) procedure. Access was gained through a right transfemoral approach. Pre balloon aortic valvuloplasty was performed under rapid pacing using a 18mm non-bsc balloon, according to the instructions for use. Rapid pacing was turned off and the patient's pulse restored naturally. During the procedure, premature ventricular contractions were observed several times and was attributed the safari guidewire. The 23mm lotus edge valve implantation was completed successfully. The patient left the operating room without pacing required. The night of the procedure, complete atrioventricular block(cavb) symptoms appeared so pacing was started. The day after the procedure, cavb was observed on the electrocardiogram, so a permanent pacemaker was implanted to treat the event. It was further reported that the current condition of the patient is good.

Event description:
It was reported that complete heart block(chb) occurred. The patient had mildly tortuous anatomy and mild aortic valve calcification. A 23mm lotus edge valve system was selected for a transcatheter aortic valve replacement(tavr) procedure. Access was gained through a right transfemoral approach. Pre balloon aortic valvuloplasty was performed under rapid pacing using a 18mm non-bsc balloon, according to the instructions for use. Rapid pacing was turned off and the patient's pulse restored naturally. During the procedure, premature ventricular contractions were observed several times and was attributed the safari guidewire. The 23mm lotus edge valve implantation was completed successfully. The patient left the operating room without pacing required. The night of the procedure, complete atrioventricular block(cavb) symptoms appeared so pacing was started. The day after the procedure, cavb was observed on the electrocardiogram, so a permanent pacemaker was implanted to treat the event.